Event description:
It was reported that the patient experienced hypoglycemia after treating a prior low with cereal and milk, then announcing the same cereal and milk as a meal, followed by additional corrective fast-acting carbohydrates; blood glucose subsequently dropped to 58 mg/dl before stabilizing after oral glucose administration. No adverse clinical symptoms associated with hypoglycemia reported. Outcomes included recovery of blood glucose to 160 mg/dl without hospitalization. Investigation included a review of meal announcement timing, treatment choices for hypoglycemia, and user education. Investigation of this case revealed user handling issues related to overtreatment of hypoglycemia and late meal announcement, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user-related management of hypoglycemia and delayed or duplicate meal announcement.

Manufacturer narrative:
Initial.